Event description:
The pump was returned for mechanical hardware failure (av sticky valve). Log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly and found fva output pin has debris. Cleaned fva pins. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. Fva lip seals and battery packs (counter reset) will be removed and replaced during repair process. No other damage found.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "pump problem. The pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. Patient harm: unknown". A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.